Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, this nonconformance did not affect product integrity or functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR reports: 1627487-2010-01013, 01014, 01015, and 01016. The pt received his scs system, including an ipg, three percutaneous leads (from two separate lots), an extension, and an anchor, on (B)(6) 2009. It was reported that the patient's scs system was explanted due to infection. The physician noted that a lead tip was poking upward and causing irritation and pus to form at the ipg site. It was reported that the physician removed the ipg first and decided to leave in the rest of the system. The infection appeared to be unresolved, so the physician removed the leads, extension and anchor at a later date. A culture was taken at the hospital, but the results have not been disclosed. The explant dates are currently unk. The ipg was not returned to the MFR for eval, but the remainder of the system was returned on (B)(6) 2010. No further info is available.